Manufacturer narrative:
. The lens was returned to b+l. Visual inspection found one haptic and a piece of the optic torn, but not fully separated. The other three haptics are not damaged. Functional testing could not be performed due to the condition of the received the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a crack. The incision was enlarged to remove the lens and another lens of the same model was implanted successfully.